Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d2a, d2b, d4, g4, h4, h6

Event description:
Device is no longer PMA approved; no complaint against the device. Un-reporting record.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted and is unknown if it will be returned.

Manufacturer narrative:
E1: zip code continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.